Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted.

Event description:
A customer reported to baxter (B)(4) a clearlink paclitaxel set in which a leak was observed from the luer lock adaptor. The alleged defect was observed during priming. There was no patient involved; therefore, there are no reports of patient injury, medical intervention, or adverse events. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: a batch review could not be performed as the lot number is unknown.